Event description:
It was reported that the tip of the device was found to be broken off during sterile processing at the user facility. There was no patient involvement, adverse consequences, medical interventions or delays reported with this event.

Manufacturer narrative:
The reported event that the tip was broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that the tip of the device was found to be broken off during sterile processing at the user facility. There was no patient involvement, adverse consequences, medical interventions or delays reported with this event.